Manufacturer narrative:
Catalog# 48231330. Product code: lxh. Product long description: orthopedic manual surgical instrument. Lot# 08c055. Method: device history review; complaint history review; risk assessment; results: the device was manufactured in 2008, making the device over 7 years old. The age of this device likely contributed to the fracture. However, because the device was not received back, additional investigation could not be performed to confirm this. Conclusion: the probable root cause of the confirmed event is inconclusive due to the product not being returned.

Event description:
It was reported that; hospital employee noticed the tip of the polyaxial screwdriver was broken off.

Event description:
It was reported that; hospital employee noticed the tip of the polyaxial screwdriver was broken off.